Event description:
It was reported that the device was fractured. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). G2: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; d5; d9; g3; g6; h1; h2; h3; h4; h6; h11. Visual examination of the returned product identified the pad exhibits signs of repeated use (impact marks and small nicks) and is fractured with all pieces returned. Device was submitted for further analysis. The analysis identified the fracture was consistent with the device fractures analyzed, which indicates overload failure or low cycle fatigue culminating in the overload failure. Verified visual product identifiers. Part and lot information confirmed from product etch. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The reported event is confirmed from the provided picture and product return. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.